Manufacturer narrative:
H3: product analysis: evaluation determined that the device is not repairable and couldn't be able to perform the overheating test. No conclusion couldn't be drawn. This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that attachment overheating. It was reported that the patient was alive - no injury. It was reported that there was a procedure delay of 05 minutes and procedure was completed with backup product.